Manufacturer narrative:
The following other hip devices were also listed in this report: product description: v40 cocr lfit head 36mm/+10; catalog # 6260-9-336; lot # unknown. Product description: accolade tmzf hip stem #4; catalog # 6020-0435; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient experienced right hip pain approximately 6 years post right hip arthroplasty. Right hip revision: accolade I tmzf femoral stem removal, 36g/10 degree x3 poly liner removal, 36 (+10) v-40 femoral head removal. Replacement components: restoration ps 4/14 femoral stem, 36 (+5) v-40 femoral head, 36g/10 degree poly insert, dall-miles vitallium 2.0 mm cable set (x2).

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dissociation of a metal head involving a trident liner was reported. A review of the provided medical records by a clinical consultant indicated: in this morbidly obese male patient, no determination of the cause of the prosthetic femoral head disassociation can be made. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. Conclusion: the medical review indicated that in this morbidly obese male patient, no determination of the cause of the prosthetic femoral head disassociation can be made. There is no alleged issue with the liner in the reported event, returned medical records, or analysis of the product. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Patient experienced right hip pain approximately 6 years post right hip arthroplasty. Right hip revision: accolade I tmzf femoral stem removal, 36g/10 degree x3 poly liner removal, 36 (+10) v-40 femoral head removal. Replacement components: restoration ps 4/14 femoral stem, 36 (+5) v-40 femoral head, 36g/10 degree poly insert, dall-miles vitallium 2.0 mm cable set (x2).